Event description:
It was reported to boston scientific corp that during a pelvic floor repair procedure using an uphold vaginal support system, the suture broke close to the needle, and the needle detached outside the pt and was caught inside the capio device. The physician removed the uphold device and used another one to complete the case, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
(B)(4). The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).